Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, it was reported that the longevity estimation observed on the device was shorter than expected. Abbott technical support was contacted and confirmed that the longevity estimate was accurate and that the longevity estimate from the previous follow-up was due to overestimation. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.